Manufacturer narrative:
(B)(4).

Event description:
Three endurant aortic cuff and one iliac limb stent graft system were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 20 mm in diameter proximally and 21.5 mm in diameter distally with a length of 13 mm. The left common iliac artery was 8 mm in diameter proximally and 7 mm distally. It was reported that the patient presented to the hospital with abdominal pain. A CT scan was performed and showed the junction area between two of the stent grafts was detached/dislocated and there was a type iii separation endoleak and aneurysm rupture. The patient underwent emergent open surgery where prosthesis was sewn between the stent grafts. The physician indicates the cause of the type iii endoleak was due to the stent graft dislocating; however, the cause of dislocation is unknown. No additional clinical sequelae were reported and the patient is fine.